Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the deviceevaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The distributor reported on behalf of their customer that the 00509322600, 3.0mm round bur, carbide, 5ea was being used during a vertebral arch formation procedure on (B)(6) 2022 when it was reported that ¿the customer alleged that the bur broke during use. There were no debris in the patient¿s body.¿ further assessment questioning found that the device fragmented while in the sterile field and the fragment fell into the surgical site. The fragment was retrieved from the surgical site using forceps. An alternate backup bur device was used to complete the surgery and there was report of no delay to the surgery. There was report of no injury to the patient, no medical/surgical intervention was required and no extended hospitalization for the patient was required. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported customer event ¿bur broke¿ was confirmed based on photographic evidence and device evaluation. Visual examination of the returned bur, item 00509322600 found carbide bur head detached from the shaft. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) . Per the instructions for use, the user is advised do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 00509322600, 3.0mm round bur, carbide, 5ea was being used during a vertebral arch formation procedure on (B)(6)2022 when it was reported that ¿the customer alleged that the bur broke during use. There were no debris in the patient¿s body.¿ further assessment questioning found that the device fragmented while in the sterile field and the fragment fell into the surgical site. The fragment was retrieved from the surgical site using forceps. An alternate backup bur device was used to complete the surgery and there was report of no delay to the surgery. There was report of no injury to the patient, no medical/surgical intervention was required and no extended hospitalization for the patient was required. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.